Event description:
Customer reported low blood glucose symptoms with result of 79 mg/dl obtained on the aviva system. Customer self treated with soda, and 10 minutes later received the following results on the aviva system: 77 mg/dl (20:32), 152 mg/dl (20:38), 194 mg/dl (20:39), and 69 mg/dl (20:40). No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.